Event description:
It was reported that during a ptca procedure on an ami pt (contraindicated), the penta was advanced in a direct stent attempt (coronary to IFU), to treat a lesion that was a mildly tortuous and moderately calcified stenosis. The stent was successfully deployed without difficulty and the stent delivery system (sds) was removed. After removal it was noted that there was a rupture found around the distal shoulder of the balloon. Upon reinjection of the artery, thrombus was noted in the artery. A perfusion balloon was inserted for a long inflation. Upon deflation, the balloon also ruptured. It was replaced with a new perfusion balloon, but it ruptured as well.